Event description:
After balloon inflation, the balloon would not deflate and broke away from the balloon catheter. A snare and other equipment was used to remove the balloon. FDA safety report ID# (B)(4).